Event description:
It was reported that the device could not be interrogated initially. Interrogation was successful after several attempts however it was observed that battery voltage was low. No further information.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.